Manufacturer narrative:
B5: updated. H6: patient code added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During deployment of the closure device an effusion was noted by intracardiac echo. A pericardiocentesis and a cardiothoracic surgery were performed. The patient was intubated and underwent open heart surgery with placement of an laa clip. The patient was admitted to the hospital is stable and is expected to fully recover. It was further reported that approximately 1.5-2 liters of blood was removed prior to clip placement. The patient required a blood transfusion. It was further reported that perforation occured.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During deployment of the closure device an effusion was noted by intracardiac echo. A pericardiocentesis and a cardiothoracic surgery were performed. The patient was intubated and underwent open heart surgery with placement of an laa clip. The patient was admitted to the hospital is stable and is expected to fully recover. It was further reported that approximately 1.5-2 liters of blood was removed prior to clip placement. The patient required a blood transfusion.

Manufacturer narrative:
B5: updated. H6: impact code added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During deployment of the closure device an effusion was noted by intracardiac echo. A pericardiocentesis and a cardiothoracic surgery were performed. The patient was intubated and underwent open heart surgery with placement of an laa clip. The patient was admitted to the hospital is stable and is expected to fully recover.